Event description:
The dental implant fx4010swc was removed on (B)(6) 2019 due to loss of osseointegration 1 year and 1 month after implantation. The patient has history of diabetes. The doctor noted periodontal disease and bone resorption during explantation. The patient recovered without complications.